Manufacturer narrative:
Results of investigation: the carefusion factory service center received the suspect device, a sipap unit, and evaluated the device. An evaluation of the device did not duplicate the reported issue of lcd screen abnormalities. A visual inspection of the lcd cable connection on the main pcba, rtv was found adhered on the locking tabs of the receptacle which is not part of the manufacturing process and is a third party modification. This finding indicates that at some point there was an issue with that connection and the connection was modified in order to correct the issue, then sent to the carefusion factory service center.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The user facility reported that the sipap display sometimes blinked and the customer confirmed that the display was blue. There was no patient involvement associated with the reported issue.